Event description:
It was reported that the patient line of the amia automated pd cycler set was difficult to remove from the female connector of a minicap transfer set. This occurred during use of the devices for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation attached to the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected using the returned patient connector by hand with no issues, therefore the reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.